Event description:
It was reported that there was a broken screw inside the glenoid. Surgeon had to leave the broken central screw, as they were unable to retrieve it.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that there was a broken screw inside the glenoid. Surgeon had to leave the broken central screw, as they were unable to retrieve it.

Manufacturer narrative:
Correction: d9 product available to stryker. The reported event was not confirmed since the device was not returned for evaluation and no additional information was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If any further information is provided or the device is returned, the complaint report will be updated.